Manufacturer narrative:
Correction: the previous follow up MDR submitted on january 14, 2025, that reports on explant was filed inadvertently. No explantation has occurred at that time of the report. Per the clinic, the patient experienced magnet extrusion at the implant site. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced pain, skin breakdown, necrosis, erythema, bleeding and an infection (cellulitis) at the implant site, subsequent to sustaining a head trauma. Subsequently, the patient was prescribed with oral antibiotics twice a day for 14 days (specific date not reported).